Event description:
It was reported that the user experienced low blood glucose after a recent high while using the ilet with humalog, during the device¿s learning period, with recent fill tubing performed a couple of days prior and disconnection during that fill event. Symptoms included hypoglycemia with a nadir below 50 mg/dl over a duration of a couple of hours, without loss of consciousness or other acute complications. Outcomes included user self-management with oral carbohydrates, with assistance from a caregiver, and no medical intervention or hospitalization. Investigation included complaint handling and user interview to assess recent settings, insulin type, device use, and contributing factors such as recent high glucose and disconnection during fill tubing. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with insulin overcorrection during adaptation and potential algorithm response following a recent high, with disconnection during fill tubing as a possible contributing use factor. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.